Event description:
It was reported that the procedure was to treat a lesion located in the right coronary artery that had several areas of tight stenosis. Due to the stenosis, the 3.5x38 mm xpedition stent delivery system (sds) did not really reach the optimal position; however, did still reach for stent deployment. The stent was deployed at 18 atmospheres; however, the physician had to wait a long time for balloon deflation. Minor resistance was felt during retraction of the sds from the patient and the shaft separated in two pieces with the distal shaft remaining in the patient. The patient was sent for surgery for removal of the separated segment. The patient is reported to be doing well post surgical procedure. Review of the procedure, post intervention, noted that it appeared the distal sds marker became stuck in the proximal part of the stent. No additional information was provided.

Manufacturer narrative:
(B)(4). Xience xpedition is currently not commercially available in the u.s. The product code listed the PMA# listed is based on the predicate device (xience prime) and is therefore similar to a device sold in the u.s. Evaluation summary: the device was returned for analysis. The separation was able to be confirmed; however, the deflation difficulties were unable to be tested due to the separation. The physical resistance and difficulties removing the sds could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.